Event description:
The silverhawk was used in the stenotic popliteal artery. After the second device cleaning a small extravasation was apparent at the level of the knee. A balloon was utilized to attempt to seal the artery with two long inflations. The extravasation was still present, but appears to be self-limiting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.